Event description:
Philips received a complaint by the customer on the v60 indicating that the device performed an automatic shutdown. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the device performed an automatic shutdown. It was later determined by the customer that the issue was accidental and the unit returned to normal operation. The fault was determined to be accidental and the unit returned to normal operation. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.